Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a couple of incidents where the infusion sets were not passing like it was supposed to. Customer was hospitalized with a blood glucose of 470 mg/dl. Customer's current blood glucose was 270 mg/dl. It was found that she went to the emergency room on (B)(6) 2015 and her blood glucose was 240 mg/dl when she got there. Customer was having chest pains and numbness on the left arm. The pump passed the high pressure test on the first try. Customer was advised to do a complete set change. Customer was advised on how scar tissue could be cause of the issue that she is experiencing.